Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Based on the available data the clinical observation was elusive. An alert for suspected ventricular oversensing was included in the data. However, iegms for further investigations were not available. In spite of the provided information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
On the (B)(6) 2018 a premature battery depletion of the ICD (competitor's device) was reported. On the (B)(6) we became aware of the update that approx. 64 months after the implantation the lead was replaced due to fracture. It's unclear if the lead was capped or explanted. An explant date was not provided.